Event description:
It was reported that pump screen became frozen and unresponsive after customer wore pump in water for about 30 minutes, leaving customer unable to interact with touchscreen despite pump not being cracked or shattered. There was no adverse impact to the customer's blood glucose level. Customer attempted pump reset with technical support but issue did not resolve, had no backup insulin therapy and planned to contact healthcare provider, and was informed pump was not waterproof and should not be worn while swimming or bathing; technical support arranged in-warranty replacement pump with updated software, provided instructions for storage mode, return of malfunctioning pump within 10 days, and setup of pump settings and cgm on replacement device.